Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and four shocks. The atp and three shocks failed to convert an episode in the ventricular tachycardia (vt) zone. Also, some atrial undersensing was noted while patient is in fast vt at the end of the episode. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003; 4296 lead, implanted (B)(6) 2011. (B)(4).